Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness and pain at the incision site. Antibiotics were prescribed and the patient was instructed to not mess with the incision. As of (B)(6) 2025, the patient reported the drainage is less and their device remains implanted. Additional information was received on august 23, 2025. The wound is slowly getting better; the patient is wearing the device and is seeing a wound care specialist to help the wound heal.